Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-25, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving fentanyl 5250mcg/ml at 2300 mcg/day, clonidine 200mcg/ml at 91.33 mcg/day, baclofen 200mcg/ml at 91.33 mcg/day and dilaudid 4.5mcg/ml at 2.0548 mcg/day via an implantable pump for spinal pain. On (B)(6) 2016, the patient missed her refill appointment causing the pump to go empty. The patient then experienced withdrawal. On (B)(6) 2016, the patient had their pump refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.